Event description:
A female patient developed bacterial conjunctivitis and cellulitis in both eyes while using renu with moistureloc and renu multiplus no rub simultaneously. The patient reported initially developing eye irritation and swelling and sought treatment from her optometrist. The treating optometrist's confirmed the patient presented to his office in 2006 with mucus, redness, and irritation. Vigamox was prescribed. Two days later, she had swollen lymph nodes, light sensitivity, subconjunctival hemorrhage and superficial punctate keratitis (spk). She was switched to tobradex. The patient was seen again one week later and was prescribed vigamox, tobradex and rewetting drops. The patient tried to wear contact lenses and was advised against this. At follow-up in february, the patient still had spk and viral conjunctivitis was suspected. She was then prescribed pred-forte and vigamox was continued. Seventeen days later, at had a fever and chills and went to see her gp. Her gp diagnosed bacterial conjunctivitis with cellulitis in both eyes. Eye cultures were performed but were negative for growth after 2 days. Patient rosephin injection, medrol dose pack, zyrtec and omniceph. Two days later, the patient had no improvement and bleph-10 eye drops were prescribed. Two days later, patient still had not improved and she also had swollen glands. Bleph-10 was discontinued and optivar was prescribed. The patient was referred to an ophthalmologists. Per the patient, as of approx four months later, she is still having problems with her eyes and was under an ophthalmologist's care. She noted having "spots or scarring" on the cornea. Her gp reported that as of one week later, patient still had "eye matting" and was using doxycycline, which was prescribed by the ophthalmologist. Although requested, attempts to obtain additional information from the treating ophthalmologist were unsuccessful. However, it should be noted the treating optometrist did not attribute the patient's event to use of the renu products. Referenced linked file: 1313525-2006-00546

Manufacturer narrative:
Although this complaint unrelated, bausch and lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.